Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was not duplicated. An error code was found in the ventilator's downloaded error log. The device's main board was replaced to resolve the issue. Overall check, cleaning, and functional test were performed.